Event description:
During a total vaginal hysterectomy this disposable device failed to deploy leaving the needle stuck in the device. There was no harm to the patient. Another device was used and the procedure was completed. The packaging and the device were sent to the operating room materials management.